Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert was triggered due to a fracture of the right ventricular (rv) lead. The lead had oversensing, high impedance, and noise. The lead was programmed off. The next day the lead was capped and was replaced. No patient complications have been reported as a result of this event.